Event description:
Initial info was received on (B)(6) 2012 from a consumer. This (B)(6) female used colgate 360 power toothbrush (lot# 1711le) and the toothbrush exploded while she was brushing her teeth. She began using the toothbrush around (B)(6) 2011. On (B)(6) 2012, right after she turned the toothbrush on and a couple of seconds later, the toothbrush exploded. She heard a loud boom and the batteries went flying out of the toothbrush. There were no injuries or adverse events. She had replaced the batteries about one week prior to this event. (B)(4). This case has been assessed as follows: toothbrush exploded on me while brushing (device malfunction) - unexpected and no adverse event (no adverse event) - expected. This assessment is based on initial info received (B)(6) 2012 and is due to the nature and combination of adverse events presented throughout the case. (B)(4) comment: based on the clinical context of the report the potential for a product event causal association seems possible. Case serious and unexpected.